Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme would continue to monitor complaints to determine if a CAPA would be required. Additional information was received on (B)(6) 2014. Ptc investigation results were added. Text was amended accordingly. Follow up was received on (B)(6) 2014. Ptc investigation results were already processed in case; therefore, follow up was processed as no new safety information. Additional information was received on (B)(6) 2014. Global ptc number was updated and the results pertaining to the updated ptc number was added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a physician. This case concerns a (B)(6) year old male pt who died after receiving treatment with synvisc one injection. The pt was overweight and has had multiple rounds of steroids. No other medical history, concurrent condition or concomitant medication was reported. On an unspecified date, the pt received treatment with synvisc-one injection (route of administration, dose, lot/batch number and expiration date unk) into bilateral knees for an unk indication. It was reported that the pt never had synvisc - one injection before. The same day, in the evening after receiving bilateral synvisc -one knee injections, the pt died of an unk cause. It is unk if an autopsy was performed.